Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital with an externalized cardiac resynchronization therapy pacemaker (crt-p) and a pocket infection. The crt-p system was explanted. Cultures were taken and antibiotic treatment was provided. No further patient complications have been reported as a result of this event.